Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a highest recorded glucose of 280 mg/dl for a couple of hours while believing the infusion set might not be working, though no occlusion alerts were present and the pump and tubing appeared to function as intended; the user received assistance navigating to view the cgm graph on the pump and elected to continue monitoring without backup therapy. Symptoms included no reported clinical effects. Outcomes included no medical intervention and no assistance beyond troubleshooting and education. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction identified and glucose values trending downward during the call. It was concluded that the cause of the hyperglycemia was unclear and that the device performed as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.